Manufacturer narrative:
Concomitant medical products: 6935m62; lead implanted: (B)(6) 2016, 5071-35 lead x2 implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the two left ventricular epicardial leads were cut and partially explanted. No further patient complications have been reported as a result of this event.